Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. This is noted on 05/20/14 due to noise, oversensing, asystole of 2 seconds, impedance measurements greater than 2000 ohms and a potential fracture. There were no complaints from the physician about the lead and the patient is fine. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).